Manufacturer narrative:
(B)(4).

Event description:
During a hip arthroscopy it was reported that one anchor complication was noted due to the wrinkling and breakage of a suture strand. This happened because the suture strand could not slide freely along the anchor eyelet hole. This anchor was removed using a burr and straight curette. This information was identified during a literature review in the following article: park m-s, yoon s-j, kim y-j, chung w-c. "Hip arthroscopy for femoroacetabular impingement: the changing nature and severity of associated complications over time." Arthroscopy: the journal of arthroscopic & related surgery. 2014; volume 30 number 8:957-963.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. No further investigation is warranted at this time. (B)(4).